Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer didn't not provided the request information regarding the patient and procedure outcome. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-rays. Review of the system log file showed that the error in cooling unit. Upon troubleshooting fse found that x-ray tube indicated a low load error, and there was an oil leak from the cooling unit and this issue typically resolved after restarting the system twice. To resolve the issue, fse replaced the cooling unit. The defective cooling unit was returned to philips for analysis and found the failure was attributed to a leak in the dearator hose due to wear and tear. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays, only low load fluoroscopy was available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.